Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. No replacement due to customer going directly to the pharmacy. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved - unable to establish contact at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is unknown. The customer did report symptoms of blurry vision and frequent urination. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. During the call on (B)(6) 2019, a blood test was not performed by the customer due to expired strips. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.